Manufacturer narrative:
The investigation is ongoing.

Event description:
During transapical deployment of a 23mm sapien xt valve, the delivery system balloon ruptured. The inflation volume was 16ml and the valve was approximately 90 percent inflated when the rupture occurred. The valve was post dilated with a second delivery system and moderate paravalvular leak (pvl) was observed. The valve was post-dilated again with an additional 1ml of volume and the pvl was reduced to mild. At the time of the report, the patient was stable.

Manufacturer narrative:
Result: fracture problem. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The ascendra+ delivery system was returned to edwards lifesciences. Upon visual inspection, an axial tear was observed along the working length of the balloon. No applicable functional testing could be performed due to the condition of the returned device (balloon puncture). For dimensional analysis wall thickness measurements were taken along the balloon tear. The balloon wall thickness measurements met the single wall thickness specification. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. Available information suggests that patient factors may have contributed to the event. The patient¿s severe stj calcification likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The patient had severe stj calcification, mild native annular calcification and mild leaflet calcification.